Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an implantable neurostimulator was not functioning as expected. The patient indicated that the stimulation was barely perceptible at a setting of 4.4 and encountered a "settings not available" message when attempting to adjust the intensity. Despite resetting the controller, the issue persisted. The stimulation was active but not performing correctly. In group b, the same message appeared at an increased setting of 2.5. However, in group c, the patient was able to feel the stimulation and adjust the intensity without encountering the message. The issue remained unresolved, and the patient was advised to consult their healthcare provider for further assistance additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. Patient came into the clinic today due to settings unavailable on their controller. Impedance revealed electrode nine out of range. Rep was able to program around it, and patient is doing just fine. Troubleshooting was performed playing with rate and pulse with. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.